Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that he received an unexpected restart error alarm after changing the battery. The customer¿s blood glucose level was unknown at the time of report. Troubleshooting was offered and it was found that the unexpected restart error alarm was not resolved during call. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: unexpected alarm after battery change due to faulty board. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Corrupted history file alarm confirmed in the history file due to corrupted history file. Pump had cracked reservoir tube lip and minor scratched display window.